Event description:
It was reported that stent damage occurred. The 85% stenosed, 32mm x 2.5mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). A 2.50 x 32 synergy drug-eluting stent was advanced for treatment. However, it was noted that the stent struts rubbed against the proximal lad and were lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 2.50 x 32mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. Stent struts in the middle region were found to be lifted from their crimped position and bunched. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon was reviewed, and no issues were noted. The balloon wings were however wrapped and evenly folded and no signs of positive pressure were noted. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues along the hypotube of this device. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 32mm x 2.5mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). A 2.50 x 32 synergy drug-eluting stent was advanced for treatment. However, it was noted that the stent struts rubbed against the proximal lad and were lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.